Manufacturer narrative:
(B)(4). The customer provided one image showing the connector assembly of a hemodialysis catheter. The arterial extension line was observed to be severed. The customer returned one, connector assembly and lidstock for analysis. Signs-of-use in the form of biological material and what appears to be dried medication were observed inside the extension lines. Visual analysis revealed that the arterial extension line was severed around the middle of the extrusion. Microscopic examination confirmed the damage. The edges appear jagged but uniform. Small fractures were also observed adjacent to the separation. Analysis of the arterial pinch clamp did not reveal any defects or abnormal sharp edges. The outer diameter of the arterial extension line measured 0.1905", which is within the specification limits of 0.1850"-0.1910" per the extension line extrusion product drawing. The arterial extension line inner diameter (at the location of the separation) measured 0.122", which is within the specification limits of 0.120"-0.126" per the extension line extrusion product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage". The IFU also states, "do not use sharp instruments near extension lines or catheter". The IFU also states, "do not clamp tubing repeatedly in the same place. Doing so may weaken the tubing". The report of a separated extension line was confirmed through complaint investigation. Visual analysis revealed that the arterial extension line was severed around the middle of the extrusion. The edges of the separation appear jagged but uniform. Small fractures were also observed adjacent to the separation. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the defect was observed "during use" and the sample received, unintentional use error likely caused or con-tributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: section d.4. Unique identifier (UDI)# corrected from(B)(4).

Event description:
It was reported that "upon insertion of the catheter there were no issues experienced and catheter was flushed and clamped however post insertion prior to applying dressing, it was noticed that the catheter / hub was 'cut'. The device was removed entirely and replaced with another set successfully. No delay in treatment. No patient complications or injury. No medical intervention".

Event description:
It was reported that "upon insertion of the catheter there were no issues experienced and catheter was flushed and clamped however post insertion prior to applying dressing, it was noticed that the catheter / hub was 'cut'. The device was removed entirely and replaced with another set successfully. No delay in treatment. No patient complications or injury. No medical intervention".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.